Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system failed to start, customer had to manually restart the system to continue. The error logs indicated that the host pc needs to be manually started. The fse also found that the host pc can't start up intermittently because the bios (built in operating software) battery had low voltage. The fse replaced the bios battery to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not start up. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.